Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The secure lock male adapters of the tubing sets were connected to the hubs of the patients' catheters. It was reported that prior to unspecified contrast deliveries via power injectors, the customer delivers unspecified saline solutions via the power injectors at a maximum of 325psi. The power injectors were connected to the removeable clave ports of the tubing sets. It was reported that during the saline deliveries, the secure lock male adapters disconnected from the patients' catheters. The tubing sets were replaced and the deliveries were resumed. There were no reported adverse patient effects and no reported delays of therapies critical to the patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. (B) (4). (B) (4).